Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated the patient had trouble urinating and is in the hospital. The healthcare provider thinks she may have an infection. Patient is being treated with antibiotics. Caller stated the patient had a sonogram done on (B)(6) 2020 and it showed over a liter of urine in the bladder. Caller stated the implant has been wonderful prior to this event and they never had to change any settings. No further complications were reported.